Manufacturer narrative:
The microtip was evaluated by the manufacturer. The evaluator confirmed damage to case nose as reported by the customer. Side load pressure, by the user, and friction build up caused the polycarbonate case nose to melt and crack and caused the needle to bend. All polycarbonate material was determined to be present. The device primed on the first attempt and passed functional testing; functioning within all specifications for the duration of the testing cycle. The cause of the failure is attributed to improper technique (side load pressure) by the user.

Event description:
Per the information provided, the case nose (tip) split during a percutaneous tenotomy of the common extensor tendon of the right lateral elbow. There was no harm or injury to the patient caused by the failure.